Event description:
The customer alleged that the unit was leaking disinfectant. There were no reports of physical injuries related to the leak. The asp field service engineer (fse) went to the facility to access the unit.

Manufacturer narrative:
Actual component evaluated at customer's site. The fse replaced the disinfect and air valves due to fluid leak. The fse ran multiple test cycles while monitoring fluid level in disinfect reservoir. At this time aer meets MFR specs.